Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked and customer did not know cause of event. Pump was functional. There was no reported impact on blood glucose. Customer had an alternate method for insulin delivery if needed.